Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), (component codes), h10. Testing of actual device (4117): a getinge field service engineer (fse) was dispatched to evaluate the iabp. Customer reported that the user applied a liquid to the catheter connection. This then penetrated the device and contaminated two boards as well as the safety disk and the patient interface module. To fix the issue, the fse replaced the power management board, motor control board, and the pim, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing: device is not accessible for testing due to the customer not requesting repair service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) can no longer be connected. There was no patient involvement, and no adverse event reported.